Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. This finding was expected, because according to the patient report the active electrode was found partially outside of the cochlea, as confirmed by post-operative diagnostic imaging. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
Partial electrode migration was observed. The user has been re-implanted. 5 channels were found extra-cochlear at explantation. The user is doing well with the new device.

Manufacturer narrative:
Additional information: based on the received information, it seems that the reported lack of hearing was caused by a post-operative migration of the active electrode array out of the cochlea as confirmed by post-operative diagnostic imaging. Reportedly five electrode contacts are extra-cochlear. Re-implantation is planned in december 2021.

Event description:
Partial electrode migration was observed. The user will undergo a revision surgery in (B)(6)2021.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Partial electrode migration was observed. Imaging confirmed 4 channels to be extra-cochlear and one additional channels sitting at the round window.